Manufacturer narrative:
Unit passed the self test,rewind, seating, basic occlusion, occlusion, force sensor, displacement test, off no power and excessive no delivery test. Unit received with high idle current due to faulty lcd driver. Unit received without belt clip unable to confirm damage. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case and cracked display window.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked in multiple places and the rubber seal sticks out from the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.